Event description:
It was reported that pt underwent a battery replacement surgery but soon after he presented with an infection at the generator site. Generator was then explanted and no replacement was done that time. Cultures were taken which showed that infection had taken place. Culture results are not available. Follow up info from the site revealed that no pt manipulation or trauma was reported. Anti-biotics were given to cure the infection. Pt is now doing better and will soon undergo a generator re-implant surgery. The cause of infection was not device related but due to pt not taking care of himself after the battery replacement surgery. Explanted generator has been disposed off. Sterility records were checked and it was observed that the device was sterile at the time of dispatch from the MFR.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.